Event description:
It was reported that stent damage occurred. The complex target lesion was located in a calcified, bifurcated anterior descending artery and diagonal artery. Following dilatations with high-pressure balloon catheters, two synergy drug-eluting stents, a 2.50 x 28 and a 2.50 x 38, were attempted to be advanced. As the devices approached the bifurcation, difficulty progressing through the anterior descending artery occurred and damage was noted in the proximal portion of the stents with lifting of the rods. A guidezilla guide catheter was used and other stents were implanted to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
The synergy ous mr 2.50 x 38 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The complex target lesion was located in a calcified, bifurcated anterior descending artery and diagonal artery. Following dilatations with high-pressure balloon catheters, two synergy drug-eluting stents, a 2.50 x 28 and a 2.50 x 38, were attempted to be advanced. As the devices approached the bifurcation, difficulty progressing through the anterior descending artery occurred and damage was noted in the proximal portion of the stents with lifting of the rods. A guidezilla guide catheter was used and other stents were implanted to complete the procedure. There were no patient complications reported.